Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated issue. Upon investigation, a reportable malfunction was found. The monitor failed incoming functionality testing.